Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced with another lead of the same type. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary lfj063527v distal conductor fractured; full lead returned and analyzed

Manufacturer narrative:
Other text : it was reported that there was a lead fracture. The lead was explanted and replaced with another lead of the same type. No patient complications were reported as a result of this event. Additional information was received in a lawsuit alleging that the patient received 'a series of inappropriate and non-therapeutic shocks', and that in 'emergency surgery, the defibrillation lead was found to have failed'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event lead(s), fracture of shock, inappropriate.

Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced with another lead of the same type. No patient complications were reported as a result of this event. Additional information was received in a lawsuit alleging that the patient received 'a series of inappropriate and non-therapeutic shocks', and that in 'emergency surgery, the defibrillation lead was found to have failed'.